Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system was not receiving power. It was mentioned that the system went into standalone mode when being moved in to the room. No patient was present.